Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented for follow-up and interrogation of the pulse generator resulted in the message -diagnostics cleared due to invalid data-. After the diagnostics were cleared, the device interrogated normally. The patient would continue to be monitored.